Event description:
It was reported that the stenoscop system could not operate as a fluoroscope and was taken out of service. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was found that the interconnect cable was damaged and was replaced. The sys was tested and found to be working as intended and placed back into service.